Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit became inoperable when turned on an displayed no error codes. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 08jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also noted that unit logged an error 1124 (battery failed). The fse replaced the central processing unit board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.